Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) male stated that his garment was too tight and it cut him under his left arm. The cut is about 2 inches long and bleeding. The patient is a diabetic and stated that he was going to let his doctor know about the laceration. The patient stated that he was going to remove the lifevest until the laceration healed and that he applied an ointment on the laceration. Follow-up indicated that the laceration was improving.

Manufacturer narrative:
Device evaluation: there is no indication of a device failure associated with this event. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.